Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable, the image on the monitor screen was cutting in-and-out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope titanium lopro t3 reusable was not returned to verathon for evaluation, but instead verathon received a glidescope core 10-inch monitor used with the glidescope titanium lopro t3 reusable during the procedure. A verathon technical service representative evaluated the returned glidescope core 10-inch monitor but was unable to confirm the reported image issue. When connecting the customer's glidescope core 10-inch monitor to known, good, test equipment, the monitor worked as expected. The camera image quality test was performed and passed. The verathon technical service representative confirmed the glidescope core 10-inch monitor was functioning as intended. Verathon was unable to evaluate the reported glidescope titanium lopro t3 reusable due to it not being returned for evaluation. Upon completion of the evaluation, the glidescope core 10-inch monitor was returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable, the image on the monitor screen was cutting in-and-out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.